Event description:
The event is reported as: during a surgical procedure, the needle detached from the suture and became lodged within the tissue. The physician located the detached needle and removed it from the pt. No pt injury reported.

Manufacturer narrative:
Product will not be available for evaluation by manufacturer. Investigation report by manufacturer is incomplete at this time. A follow-up report will be sent when investigation results are obtained.